Event description:
The product was used during a right hemicholectomy procedure. Reportedly, the surgery was in august 1997 and a component disengaged into the pt's cavity. The surgeon performed a re-operation on june 30, 1998 to remove the component. The hosp has reported the pt's condition is satisfactory.